Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a PICC. The customer reports that the PICC was inserted on (B)(6) 2011. There was no difficulty with insertion, the area was cleaned with chloraprep, then wiped with saline solution., and dried with gauze. The PICC was secured with a stat-lock device. On (B)(6) 2011 a leak was noticed above the insertion site. On (B)(6) 2011 a new PICC was placed in interventional radiology under anesthesia due to the inability to place a new PICC at bedside. Patient is listed in stable conditional.